Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced severe pain one day post implant of an extravascular (ev) lead using a sternal tunneling tool. Oral and intravenous (IV) pain medication was administered to treat the patient¿s pain which improved, but they felt dizzy and diaphoretic when out of bed. The patient went back to bed and was hypotensive, which was treated with IV fluids. A check x-ray indicated possible hemothorax. There was also bruising noted on the left flank of the incision and a small amount of blood on the subxiphoid incision. Computerized tomography (CT) confirmed moderate to large left hemothorax with underlying collapse of left lower lobe (lll), as well as trace left pneumothorax and subcutaneous emphysema. The patient was transferred to the intensive care unit (ICU)on supplemental oxygen via nasal cannula. The patient reported no shortness of breath and discomfort was well controlled. Video-assisted thoracoscopic surgery (vats) was completed, blood products were administered, and chest tubes were placed. The chest tubes were removed five days later. The ev lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.